Event description:
The customer alleged that she has been receiving readings of 8 and 10 when testing with her breeze2 meter. Customer service had the customer check the meter memory and the alleged readings could not be found. The customer service representative thought the customer's meter may be reading in mmol/l, although the meter in question should have the units locked. No adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.